Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 400 mg/d: with large urinary ketones and nausea. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly received insulin via injection as treatment for the hyperglycemia. The reporter alleged the pump experienced loss of prime several times due to the cartridge cap not being secured tightly and the cartridge partially coming out of the cartridge compartment. The reporter stated the cartridge cap was not staying on properly due to a crack in the cartridge compartment. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a loss of prime issue.